Event description:
While showering patient using a drop-arm bedside commode, the patient's daughter alleges that one of the bedisde commode's legrests "gave way", tilting the chair, thus making the pt fall backwards. She hit her head slightly on the floor, while the daughter was attempting to block her fall. She took the patient's vital signs, which were within normal limits. She notified the patient's doctor, who asked if her mental status had changed as a result of the fall. The daughter told him that she had not changed mental status. He informed the daughter to watch the patient for any changes and give her tylenol for pain and to apply cold compresses to her head. Contact with the patient's daughter today reveals that there are no lingering problems from this incident and there have been no adverse affects so far.